Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed the critical block and inverse critical block did not add to zero. The patient¿s blood glucose level was 303 mg/dl and 317 mg/dl. Troubleshooting was not performed. The product will not return for analysis.